Event description:
It was reported to philips that the device's host computer was not booting. The device was outside in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. Log file was analysed. During troubleshooting, the fse found that the host pc would not come back on after the system was shutdown and the host pc needed to be powered on manually. The fse replaced the host pc. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and found that the psu (power supply unit) component has failed. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.